Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and rising thresholds and had a possible fracture. The rv lead also exhibited high and rising impedance. Oversensing, high sensing integrity counter (sic) and noise on the non-sustained ventricular tachycardia episodes were also noted. The sensing vector was changed to integrated bipolar, but there was also a non-sustained ventricular tachycardia episode showing noise that was replicated with arm movement. It was suspected that there was a rv lead fracture. The rv lead pacing was turned off and later explanted and replaced. It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular (lv) lead. The lv lead pacing was turned off and later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No evaluation. Other description: analysis cannot be completed at this time due to the lead being lost in transit. If information is provided in the future, a supplemental report will be issued.